Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left coil grossly protrudes through the serosa and is not located within the fallopian tube') in an adult female patient who had essure (batch no. Cs000xf, d08055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma, adenomyosis, bleed in luteal cyst, ovarian cyst and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and infection outcome was unknown. The reporter considered infection and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: gross description uterus, cervix, bilateral tubes and ovaries· is a 132 g hysterectomy specimen with attached cervix and bilateral adnexa, 8.5 x 5.5 x 4 cm. The serosa is tan-pink, smooth. The posterior aspect is remarkable for multiple adhesions. The left cornu is remarkable for a protruding portion of metal consistent with an essure coil, 0.5 cm in length x 0.1 cm in diameter. Attached to the coil are multiple tan-purple adhesions. Protruding into the endometrial cavity from both the-right and left cornu are two metal coils consistent with essure coils. The coil in the right cornu measures approximately 2.8 cm in length x0.1 cm in diameter; this coil extends from the endometrial cavity into the fallopian tube. The coil at the left cornu measures approximately 3.2 cm in length; this coil grossly protrudes through the serosa as previously mentioned, and is not located within the fallopian tube. Photographs of the protruding coil and the coils within the endometrial cavity are taken. There is one hemorrhagic corpora lutea, 1.3 cm in greatest dimension. Within the proximal end of the fallopian tube is a metallic coil consistent with an essure coil (measurements previously given). The left tuboovarian complex weighs 11 g. The non-fimbriated, slightly tortuous fallopian tube measures 5.5 cm in length and up to 1.1 cm in diameter. The distal end of the fallopian tube is adhered to the tan purple, smooth ovary, 2.8 x 2.0 x 1.7 cm. Upon sectioning, the lumen of the fallopian tube is grossly dilated and filled with tan, gelatinous material. Sectioning of the ovary reveals multiple smooth-walled cysts filled with tan thin fluid up to o.b cm in greatest dimension.. Most recent follow-up information incorporated above includes: on 2-mar-2021: mr received. Lot number was added. Medical history, reporters were added. Event medical device removal updated to event uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left coil grossly protrudes through the serosa and is not located within the fallopian tube') in an adult female patient who had essure (batch no. Cs000xf, d08055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma, adenomyosis, bleed in luteal cyst, ovarian cyst and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and infection ("infection"). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and infection outcome was unknown. The reporter considered infection and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: gross description uterus, cervix, bilateral tubes and ovaries· is a 132 g hysterectomy specimen with attached cervix and bilateral adnexa, 8.5 x 5.5 x 4 cm. The serosa is tan-pink, smooth. The posterior aspect is remarkable for multiple adhesions. The left cornu is remarkable for a protruding portion of metal consistent with an essure coil, 0.5 cm in length x 0.1 cm in diameter. Attached to the coil are multiple tan-purple adhesions. Protruding into the endometrial cavity from both the-right and left cornu are two metal coils consistent with essure coils. The coil in the right cornu measures approximately 2.8 cm in length x0.1 cm in diameter; this coil extends from the endometrial cavity into the fallopian tube. The coil at the left cornu measures approximately 3.2 cm in length; this coil grossly protrudes through the serosa as previously mentioned, and is not located within the fallopian tube. Photographs of the protruding coil and the coils within the endometrial cavity are taken. There is one hemorrhagic corpora lutea, 1.3 cm in greatest dimension. Within the proximal end of the fallopian tube is a metallic coil consistent with an essure coil (measurements previously given). The left tuboovarian complex weighs 11 g. The non-fimbriated, slightly tortuous fallopian tube measures 5.5 cm in length and up to 1.1 cm in diameter. The distal end of the fallopian tube is adhered to the tan purple, smooth ovary, 2.8 x 2.0 x 1.7 cm. Upon sectioning, the lumen of the fallopian tube is grossly dilated and filled with tan, gelatinous material. Sectioning of the ovary reveals multiple smooth-walled cysts filled with tan thin fluid up to o.b cm in greatest dimension.. Batch no cs000xf production date 2015-04-28 expiration date 2018-04-28. Batch no d08055 production date 2014-09-11 expiration date 2017-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("infection"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received. Case category changed from non-serious incident to serious incident. Date of essure removal, new event "medical device removal", patient¿s date of birth was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.